Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had low battery alert. The customer states the buttons became unresponsive and they had constant audio beep anomaly. The customer states there was wear and tear on the inside of the battery compartment. The customer's blood glucose level at the time of incident was unknown but was between 90mg/dl and 390mg/dl. The customer declined to troubleshoot at this time.